Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. The reported events of no capture and low impedance were confirmed. Evaluation of device showed that the device had already reached eos when the loss of pacing and low impedance occurred. Failure to capture and low impedance were caused by the depleted battery and are not considered a malfunction.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that when the patient presented for a device replacement, device interrogation showed no capture and low out-of-range pacing impedances due to low battery and battery performance alert (bpa). Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was in stable condition.